Manufacturer narrative:
The device was returned for evaluation. The device was received in fair condition. The device was returned with t1, t2 and suture freed from the device. T1 and t2 have been disfigured. T1 has a moderate crease across it. T2 has been completely bent in half. This would typically occur from pulling the implants out of tissue after fixation. The device has a bent and bowed delivery needle. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ simultaneous deployment would require two separate advancements of the deployment knob. No root cause related to the manufacturing process was established. No further investigation is warranted.

Manufacturer narrative:
Evaluation pending device return.

Event description:
A report of simultaneously deployed has been received. No patient injury was reported. A backup was used to complete the surgery.